Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred resulting in the pump shutting down. Customer experienced an elevated blood glucose level of 300-399 mg/dl. Reportedly, customer went to the emergency room to address high bg and was treated with intravenous fluids of saline an insulin. Customer was released from the emergency room on 1/9/25 with the issue resolved and no permanent damage.